Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. An attempt was made to revise the lead but the patient¿s superior vena cava (svc) was occluded. The lead was capped and left in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52 lead, implanted: 2003-(B)(6). (B)(4).